Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code, discharge/charge profile fault flags) was confirmed. Upon investigation the monitor was unable to deliver a pulse. The cause for the failure was isolated to a defective transistor on the computer/analog board. The root cause for the defective transistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code and discharge profile fault flags.